Manufacturer narrative:
UDI= (B)(4).

Event description:
It was reported that rotawire fracture occurred. The target lesion was located in an obtuse marginal artery. A 330cm rotawire and a rota burr were selected for use. After rotablation was performed, it was noted that the tip of the rotawire was cut off. The tip of the rotawire fell distal in the target vessel. The physician decided to leave it there as the damage of trying to take it out would be greater than leaving it there. The procedure was completed with another of the same device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and the device has the spring tip stretched. Dimensional inspection was done. Overall length and outer diameter of distal tip couldn't be measured due to the device condition. All other outer diameter are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that rotawire fracture occurred. The target lesion was located in an obtuse marginal artery. A 330cm rotawire and a rota burr were selected for use. After rotablation was performed, it was noted that the tip of the rotawire was cut off. The tip of the rotawire fell distal in the target vessel. The physician decided to leave it there as the damage of trying to take it out would be greater than leaving it there. The procedure was completed with another of the same device. No further patient complications were reported.